Event description:
The customer contacted stryker to report that their device was not working and it would not power on when the lid was opened. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker technician evaluated the device and verified the reported issue. The customer was provided with a replacement device. Stryker product analysis center (pac) evaluated the customer's device and verified the reported issue. The cause of the reported issue was determined to be due to the reed switch, sw5. The device was archived by stryker.